Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the reverse button on the small battery drive device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit was not functioning, defective, reverse button failed, failure of control unit and low power in the equipment. It was further determined that the device failed pre-test for check the off/oscillation/on switch mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: device available for evaluation: the date the device returned to the manufacturer was inadvertently reported as the implantation date. The implantation date is na and the date the device was returned to the manufacturer was updated to february 9, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.